Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017, that on (B)(6) 2017, the receiver ceased to function. No additional patient or event information is available. No data was provided for evaluation. The reported ceases to function could not be confirmed. A root cause could not be determined. The receiver has been received for evaluation. An external visual inspection was performed and the receiver passed. A receiver charge and will boot was performed and the receiver passed. The receiver download was retrieved and the receiver download showed a "shutdown receiver" at receiver battery high levels on the incident date. The receiver case was opened for inspection and troubleshooting and the battery had voltage, but the battery control chip was damaged. A photo was taken of the damaged battery control chip. The customer complaint of receiver ceased to function was confirmed. The root cause was determined to be a defective battery and damaged battery control chip.